Event description:
It was reported that during use, the tubing detached from the patient's cassette. Per reporter, patient immediately replaced cassette and tubing. No adverse patient effects were reported. Lot number not available per reporter.